Manufacturer narrative:
(B)(4). Upon detailed analysis post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing,, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The device had no telemetry due to a normal depleted battery, the device met specification.

Event description:
Boston scientific received information that during the implant it was difficult to implant a lead due to the inability to find a desired location. The lead had dislodged during the implant and high pacing impedances were noted. A new lead was used. The previously implanted device was replaced electively with no allegation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt it was noted that the device data was insufficient to obtain battery status and the device had no telemetry. Upon detailed analysis this investigation will be updated.